Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 624 mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The customer had received multiple no delivery and low reservoir alarms. The time, date, and programming were correct. Ran a fixed prime test and the insulin did exit. The caller did not have a tubing clamp available at time of call to perform the high pressure test. Advised the caller to change the infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.